Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery. During "air bleeding," air came into the f/g sterling otw 9.0 x 60/135 (5f). A pinhole rupture was suspected. The balloon would not inflate at all. The balloon was changed to a 9.0x4mm sterling and the procedure was continued. The patient status is "no problem" with no complication reported.